Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined; however, a potential cause of the condition could have been due to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no (B)(6). G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient infusion of heparin with a clearlink continu-flo solution set, the tubing "broke within pigtail" (upon disconnection), resulting in a blood loss. The amount of blood loss was not reported, however, according to the reporter the patient "bled profusely out of pigtail". At the time of this report, the patient outcome was not reported. No additional information is available.